Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported malfunction. The internal therapy cable connector assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed connector assembly and observed that there was a male pin stuck in the internal device connector socket; therefore, a therapy cable could not be connected to the assembly.

Event description:
It was reported that the device's therapy cable connector had foreign material inside which would have interfered with the device being able to deliver energy. There were no reports of patient use associated with the reported event.